Event description:
It is not possible to synchronize the clock with saverevo. No patient involvement.

Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Bt1 coin cell detached from pcba due to impact damage. Upon receipt, impact damage was evident to the upper and lower case assembly. Further investigation revealed that the bt1 coin cell had broken off its -ve welded tab, which had removed the cell from circuit and resulted in rtc errors in the devie history log. The user would have been alerted with ¿warning, device service required¿ prompts, with no status leds illuminating as the coin cell powers the status led logic circuitry. With the coin cell replaced, the device was temperature cycled between 0°c and 50°c for 48 hours. This is equivalent to approximately 33 months of normal use without fault. Information from the history log shows the device was successfully installed on the (B)(6) 2018 and failed no self-tests up to the (B)(6) 2020. The device then failed all subsequent self-tests, indicating that the coin cell had become detached after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
It is not possible to synchronize the clock with saverevo. No patient involvement.